Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10 an event of one of the leaflets having restricted movement was reported. Functional testing upon return of the device to abbott revealed that one of the leaflets had a flutter. The stent post next to the fluttering leaflet had a broken suture found during gross morphological examination of the stent posts. As the valve was explanted, it is not possible to determine when the damaged sutures occurred. The broken sutures could have contributed to the flutter noticed upon functional testing at the return of the device to abbott. Based on visual inspection there was no evidence of damage or deformation to either the stent ring or stent posts. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization, with steps to inspect the integrity of the sutures. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection, including no coaptation or movement abnormalities as well as no leaflet flutters. The cause of the reported movement restriction could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a aortic valve exchange was performed with a 23mm trifecta valve. The valve was placed with a conventional technique without any intraoperative setbacks. However, after the cardiopulmonary bypass was removed, the revision echocardiogram identified moderate-grade central valve insufficiency. The surgeon then decided to restart cardiopulmonary circulation, the patient was placed on the pump and the physician removed the trifecta valve, which apparently had movement restriction of one of its leaflets and a new 23mm epic supra biological valve is implanted that works properly when verified with intraoperative transesophageal echocardiography.